Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing leading to pacing inhibition was detected on the right atrial lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.